Manufacturer narrative:
The technician replaced the power plug to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged the bed had a high resistance reading. No pt impact.